Event description:
It was reported that the inner needle cover dislodged. The cover remained on (came off) when internal needle was removed.

Manufacturer narrative:
H3: a follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
The complaint that the tip shield safety mechanism separated from the needle was confirmed and the cause appeared to be manufacturing related. One photo was provided for investigation, which showed the top web label and the tip shield component. The safety mechanism had separated from the needle. The physical sample was not provided for investigation; however, this type of damage can occur if the safety mechanism is not assembled correctly. While the photo only showed one side of the safety mechanism and did not show the side with the assembled components, the complaint appeared to be manufacturing related and the appropriate manufacturing personnel were notified of this complaint. No other similar complaints were reported from the implicated lot. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No new information.